Manufacturer narrative:
Product analysis #707081090:equipment used: video inspection system (m-85519), ruler (m-83361) as found condition: the axium pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium inner pouch and within a dispenser coil. Visual inspection/damage location details: the axium pusher was found broken between the break indicator and positive load indicator with the release wire retracted (figure c). This is typically indicative of a manual detachment attempt. The proximal segment was not returned for analysis. The pusher was found kinked between ~34.0cm and ~24.1cm from the distal end (figure d). The coin was found fully retracted out of the lumen stop and the shield coil was found stretched (figure e). The implant coil was already detached and not returned for analysis. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed. The pusher was found broken and the release wire and coin were found retracted, detaching the device as designed by the detachment subassemblies. The customer report of ¿coil stretch¿ could not be confirmed as the implant coil was not returned, but likely to have occurred. Customer reported finding the coil stretched during inspection. However, due to the level of kinking found with the pusher and the shield coil stretch, it is likely that this device was used and advanced/retracted against resistance. Other possible causes for coil stretching are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, or pusher rotation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil was stretched. The patient was undergoing hepatic tumor embolization. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that when performing surgery, the surgeon prepared the coil according to the standard procedure in the instruction manual. The coil was pushed out of the sheath and found to be stretched during inspection. It was noted that coil separation/break/premature detachment occurred. A new coil was replaced and the surgery continued. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during the delivery. The physician did not reposition the coil or attempt to detach the coil. The delivery pusher was not rotated during the procedure and continuous flush was not administered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the coil prematurely separated from the delivery wire. There were no issues that resulted in the damage that was found.